Event description:
A site's neuro coordinator reported a spine clamp with stripped screws. No pt was present.

Manufacturer narrative:
No pt was present at time of allegation. RMA issued. The clamp face is slightly bent to one side, but is otherwise undamaged. This is not affecting clamp function. The adjustment screw head is without tool marks and the hex head is not stripped. The screw threads are clean and screw travel is normal.